Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery. Customer stated she has been trying to resolve the issue for 2 hours. She used 5 different infusion sets and reservoirs. Blood glucose value is 435 mg/dl; treated with insulin injection. Customer performed a 5.0 unit fixed prime; insulin did exit and insulin pump alarmed no delivery. Customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set and push insulin through the tubing with the plunger; insulin exits the tubing. No alarm occurred while filling the tubing, when filling the cannula, she received another alarm. Alarm history could not be checked due to no delivery during fill. The insulin pump forces rewind. Another fill tubing and cannula and device alarmed again at cannula fill. Nothing further reported.